Event description:
Customer reported seeing a blinking battery icon on the display of his adc blood glucose meter. Customer further reported that on (B)(6) 2014 due to this he believed he could not test his glucose. Customer self-presented to a local healthcare facility to have his glucose status checked. At the hospital a reported reading of 886 mg/dl was received on an unspecified hospital device. Customer was diagnosed with diabetic ketoacidosis (dka) and treated with insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. It should be noted: during troubleshooting it was revealed the batteries in the meter were the original batteries inserted into the meter, which has been in use for four years, and have never been replaced. All pertinent information available to abbott diabetes care has been submitted.